Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the bruise and hemarthrosis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2021, the patient underwent bilateral open reduction internal fixation to address bilateral patella tendon rupture. The surgeon noted the patient was getting out of a chair and felt a pop in each knee. The patient was unable to stand after event. On the right side, the surgeon noted a patellar tendon rupture avulsion from inferior aspect of patella and on the left side, patellar tendon rupture avulsion form inferior aspect of patella and midsubstance fraying and maceration. Bilaterally the following issues were identified: bruising/ecchymosis, effusion, hematoma, and hemarthrosis. The bilateral ruptures were repaired with sutures. No products were revised or removed. There were no indicated intra-operative complications.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for bilateral patella tendon rupture : extensor mechanism insufficiency. Event is serious and is considered severe. Event is definitely not related to device and is possibly related to procedure. Date of implantation: (B)(6) 2021. Date of event (onset): (B)(6) 2021. (Right knee). Treatment: bilateral open reduction internal fixation surgical intervention, with no product revision. On (B)(6) 2021, the patient underwent a bilateral total knee replacements. Depuy pfc sigma knees were implanted bilaterally. There were no indicated intra-operative complications. On (B)(6) 2021, the patient underwent bilateral open reduction internal fixation to address bilateral patella tendon rupture. The surgeon noted the patient was getting out of a chair and felt a pop in each knee. The patient was unable to stand after event. On the right side, the surgeon noted a patellar tendon rupture avulsion from inferior aspect of patella and on the left side, patellar tendon rupture avulsion form inferior aspect of patella and midsubstance fraying and maceration. Bilaterally the following issues were identified: bruising/ecchymosis, effusion, hematoma, and hemarthrosis. The bilateral ruptures were repaired with sutures. No products were revised or removed. There were no indicated intra-operative complications.